Manufacturer narrative:
Additional information was provided in h3 and h10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A facility representative reported that patient experienced rings, glare, halo at night and was unhappy post implantation. The intraocular lens (iol) was explanted. Additional information was requested.